Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 92 ml, flow rate: 2 ml/h, procedure: 5 fu chemotherapy, cathplace: port in the chest, start time: 0700 through 0730. Halyard received a single report that referenced six different incidences, which were associated with separate units, involving the same patient. This is the sixth of 6 reports. Refer to 2026095-2017-00105 for the first patient. Refer to 2026095-2017-00106 for the second patient. Refer to 2026095-2017-00107 for the third patient. Refer to 2026095-2017-00108 for the fourth patient. Refer to 2026095-2017-00109 for the fifth patient. It was reported that every cycle of the pump seemed to empty before 46 hours. The patient received her 6th cycle on (B)(6) 2017 at 1400pm. The patient noticed the pump was emptied at around 0700am to 0730am on saturday morning. The patient did not experience unusual symptoms after the chemotherapy. No additional information was provided.